Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 11:12:02. During night drain cycle one, the patient's ultrafiltration reading was 2103ml, indicating the home patient (hp) drained 2103ml more than their maximum programmed fill volume of 2700ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 2103 ml during therapy initiated on (B)(4) 2011 11:12:02, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the 1154817 clinical hazards list. A review of the device's event log was performed. Review of the event log revealed the drain amount of 2102ml in cycle 1 which occurred in the therapy initiated on (B)(4) 2011 11:12:02. The user bypassed fill 1 and the drain volume showed up as ultra filtration in the therapy log because the patient volume was zeroed. The actual drain volume of 2102ml is 78% of the prescribed fill volume (lpfv) of 2700 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.